Event description:
The customer's spouse called and reported there was a large air bubble in the reservoir. Customer's blood glucose was 225 mg/dl. The air bubble was reported to be about half an inch. It was stated the customer's insulin pump was not rewound with the reservoir in place. It was advised to perform a fixed prime until air bubbles were no longer visible, and then to repeat this process. The customer wished to perform a set change, but the insulin had ben in the refrigerator, so he was advised to call back when the insulin were to reach room temperature. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.